Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.

Event description:
During a paroxysmal supraventricular tachycardia procedure using the ensite x system, air was drawn out of the sheath when flushed with a syringe. The sheath was exchanged, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device. No damages on the device were noted when opening the package. There was no device inserted into the hemostasis valve prior to air being aspirated. Air movement into the patient was not identified. No additional puncture was performed when the introducer was replaced.